Event description:
It was reported that this pacemaker was found to be in safety mode and suspected of exhibiting premature battery depletion (pbd) as at last device check three months ago the battery level estimate displayed 1.5 years remaining. It was noted that, while in safety mode, there was oversensing that resulted in pacing inhibition. It was also noted that this patient received a temporary lead prior to generator change out procedure. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for full analysis. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode and suspected of exhibiting premature battery depletion (pbd) as at last device check three months ago the battery level estimate displayed 1.5 years remaining. It was noted that, while in safety mode, there was oversensing that resulted in pacing inhibition. It was also noted that this patient received a temporary wire prior to generator change out procedure. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for full analysis.